Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that their blood glucose (bg) started to elevate for no explainable reason. The patient stated that her bg was ranging from 58mg/dl to 328mg/dl. The bg of 328mg/dl had symptoms of moderate to large ketones, slight nausea, mild increased frequent urination, increased thirst and feeling weird. The bg of 58mg/dl with jittery, little shaky was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they changed the site several times and boluses and the bg comes down then starts to elevate again. The patient stated that they bolus and when bg does not come down patient in turns gives injection by syringe for the same amount of insulin causing stacking of insulin. The patient stated that they contacted their healthcare professional (hcp) to report the bgs and the hcp advised to contact animas. Customer support (cs) reviewed the pump with the patient and the patient confirmed basal settings were correct and review of basal history indicates pump is delivering and changing as programmed. Cs advised the patient it had been adequately determined that the pump is not related to the past events and the review of history indicated that the pump is delivering appropriately. Cs advised the patient that the pump be replaced due to hcp indicating pump is not delivering correctly and the pump be replaced. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.